Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedance and noise. Boston scientific technical services was consulted, and in-clinic assessment of lead integrity was recommended. No adverse patient effects were reported. This lead remains in service. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).